Event description:
It was reported that the device was found turned on in the sales person's bag. The device had "went off 30+ times". The device was never implanted. The device was returned still in its sealed package.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.